Event description:
A customer contacted siemens healthcare diagnostics and reported that the advia 120 with autosampler system reported an erroneous white blood cell (wbc) count. No patient data was provided by the customer. The erroneous wbc was reported to the physician and it is unknown if the physician questioned the results. The same sample was repeated on an advia 2120i system for comparison and via flow cytometry. A corrected report was issued to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneous wbc count reported by the advia 120 with autosampler system.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) us branch has requested patient and quality control data from the customer regarding the erroneous white blood cell (wbc) count reported on the advia 120 with autosampler system. The us branch has indicated that no additional information will be forthcoming as the customer has asked siemens to disregard the information and that they would handle the issue internally. The cause of the erroneous wbc count is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.